Event description:
Pt reported the connection between the tube and the luer lock of the infusion set came apart, and this resulted in insulin leakage. The infusion set lot number was not available, and the alleged product was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.